Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced substantial weight loss and was having pain at cervical ipg site due to pocket size. Ipg had become loose within the ipg pocket and was moving around and pressing up against the loose skin and bone. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.